Event description:
It was reported that the patient presented to the hospital for an ICD implant, and the patient's right ventricular (RV) lead exhibited low defibrillation impedance. Fluoroscopy confirmed lead dislodgement. During repositioning the lead, the physician was unable to extend the helix of the lead. The lead was explanted and replaced with a new lead. The patient remained stable throughout the procedure.